Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer¿s glucose dropped to 35 mg/dl and the low glucose alarm did not sound. As a result, the customer experienced a loss of consciousness and paramedics were called. Upon their arrival, customer was treated with intravenous glucose and transported to a hospital where a blood glucose result of 31 mg/dl was obtained. Customer experienced a loss of consciousness and remained unconsciousness until the following day. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.